Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with two different lots of the elecsys hbsag gen. 2 immunoassay ver. 2 on cobas 8000 e 801 modules. Results did not agree between the two reagent lots. The first sample was tested using hbsag reagent lot 559365 (expiration date = 30-apr-2022) on e 801 analyzer serial number (B)(4) and the result was around 1.80 coi (reactive). The sample was repeated five times with reagent lot 559365 on e 801 analyzer serial number (B)(4), each time resulting in values around 1.80 coi (reactive). The first sample was tested with hbsag reagent lot 577619 (expiration date unknown) on e 801 analyzer serial number (B)(4) and the result was around 0.35 coi (non-reactive). The sample was repeated five times with reagent lot 577619 on e 801 analyzer serial number (B)(4), each time resulting in values around 0.35 coi (non-reactive). No incorrect results were reported outside of the laboratory for the first sample. The second sample was tested on e 801 analyzer serial number (B)(4) with hbsag reagent lot 559365 and resulted in a reactive value. The sample was tested on the same analyzer with hbsag reagent lot 577619, resulting in a non-reactive value. An incorrect value from this sample was reported outside of the laboratory to the patient and medical personnel.

Manufacturer narrative:
Further investigations of the patient sample determined it contains a factor which interferes with the elecsys hbsag assay lot number. Further investigation of the origin of the interference was not possible due to limited sample volume. Single false reactive results can occur according to the claimed assay specificity. The reagent performs within specification.

Manufacturer narrative:
The component code has been updated.

Manufacturer narrative:
The second sample was provided for investigation and the results obtained by the customer could be reproduced when tested with the same reagent lots. Confirmation testing was performed on the sample using the elecsys hbsag confirmatory test and the confirmation was not valid. Investigations are ongoing.